Event description:
Aseptic arthritis. Information was received on 21 november 2007 from a physician via a project manager regarding a pt, initials, age and gender unk, with a medical history of previous treatment with synvisc who experienced aseptic arthritis. The pt began treatment with synvisc on an unk date. The pt received the first synvisc injection of the third series into an unspecified knee on an unk date. After the injection the pt experienced aseptic arthritis which was considered not very intensive. On an unk date knee puncture was performed and the punctured liquid was sent for analysis. The result was not provided. On an unk date an altum injection was performed as well as the second injection of synvisc. The physician reported that another reaction (aseptic arthritis) occurred, but because of altim injection that reaction was less intensive. The intensity of the adverse event and the relationship between synvisc and adverse event were not provided per the physician. At the time of this report, the pt's outcome was unk. Qa results received on 03-dec-2007. Qa performed a review of the production and quality control documentation for lot #r0712. All documentation are complete and in order. The product conformed to specifications upon release. No associated non-conformance's were noted. Knee puncture, altim was injected.